Manufacturer narrative:
(B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle hub separates on lot # 0041266. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, needle hub separates) was captured and addressed. Investigation summary: customer returned photos of a shelf carton of 3/10cc, 8mm, 31g syringes from lot # 0041266. Customer states that the needles came off in the caps. The photos were examined and only exhibited the shelf carton. The photos did not show the syringe in question. A review of the device history record was completed for batch # 0041266 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.3ml 31ga 8mm tw 10bag 500 ca hub separated during use. The following information was provided by the initial reporter: material no:320440 batch no: 0041266. It was reported that the needles came off in the caps. Event description per email states: customer mentioned while I was receiving a medical procedure that she has had around 15 needle tips come off in the cap today.